Event description:
It was reported that the pwd had uncertainty about whether the infusion site connector had fully snapped into place but observed that the cannula was bent. She resolved her elevated glucose levels by changing the cassette (not an ICU medical product) and the cleo 90 infusion set. The pwd called stating that after experiencing issues with cleo 90 infusion sets not adhering, she successfully inserted one, but the blood glucose subsequently became extremely high, displaying only ¿high.¿ the pwd stated that did not verify with a fingerstick because could already feel the glucose was elevated. The pwd changed the cassette (not an ICU medical product) and discovered it contained no insulin. The pwd reported no smell of insulin and noted that the pump (not an ICU medical product) was not wet. After removing the cleo 90 infusion set, the pwd observed that the cannula was bent into an l shape rather than straight. The pwd called expressing frustration after three cleo 90 infusion sets failed to adhere and reported the sets were all from the same box and lot number and did not feel sticky. There was patient involvement/ no harm reported.

Manufacturer narrative:
H3/h6: investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6. Codes: updated. No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.